Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Therefore, in the absence of device return and analysis the likely root cause could not be established.

Event description:
It was reported that the patient underwent a lead revision procedure during which the spinal cord stimulation (scs) lead was explanted due to high impedances. The patient post operative status was reported as stable. The explanted device was retained by the healthcare facility.

Event description:
It was reported that the patient underwent a lead revision procedure during which the spinal cord stimulation (scs) lead was explanted due to high impedances. The patient post operative status was reported as stable. The explanted device was retained by the healthcare facility.